Event description:
Patient was placed on new spo2 module per temporary update. (New spo2 probe was placed on patient at this time as well). The rn noticed that probe was not picking up or reading saturations, and was without waveform, during patient activity that may or may not have been accompanied by desaturation. Module on monitor did not alarm at this time. Unable to read saturation module until disconnected from temporary module and reconnected back to main patient data module (pdm).